Event description:
The customer reported the system intermittently displayed black images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer and fluoro functions board were replaced. The software and calibration files were reloaded. The system was then found to be operating as intended.